Event description:
It was reported that a cerebral vascular accident (cva) occurred. On (B)(6) 2019, a left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. At an unknown time, the patient experienced a cva, and it was determined that there was a 2mm leak on the mitral side of the closure device. On (B)(6) 2021, the patient reported to the facility to have the 2mm leak on the mitral side of the closure device coiled. However, after numerous attempts to obtain access with catheters and wires, the physician was unable to successfully coil the device and the case was aborted. The patient was kept on oral anticoagulant therapy and was planned to report for evaluation with another physician to close the leak.